Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient experienced a hypoglycemic event while in the hospital for pneumonia and cardiac problems. The patient's initial inform blood glucose value was 111 mg/dl. He was described as weak and pale, but responded to verbal commands. The patient was not treated for hypoglycemia at this time. The patient had another inform meter value of 150 mg/dl and a simultaneous laboratory value of 20 mg/dl. His treatment, if any, was not provided. The patient was moved to another area of the hospital and a second inform meter value of 11 mg/dl was obtained. All of these tests occurred within a 2-hour period. Requested return of suspect device and replacement was sent.